Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient line of an amia cassette and the transfer set; further described as the patient was unable to disconnect the patient line from the transfer set. This occurred during patient infusion of automated peritoneal dialysis therapy. The patient clamped their catheter, capped it, and went in for a transfer set change. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.